Manufacturer narrative:
Pt info: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -09.50/+1.0/086 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting, elevated intraocular pressure (iop), glare/halos and blurred vision. The lens was exchanged for a shorter lens and the problem was resolved. Good position and vault, symptoms (glare) resolved and iop normal. The cause of the event was the device.